Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and the customer was unable to confirm if the mx40 was still producing sound at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
It was reported that the device was displaying a speaker malfunction inop, it was unknown if the mx40 still has sound with the speaker malf error. The device was not in use on a patient at the time of the event. There was no adverse event reported.